Event description:
Boston scientific received information that tachycardia therapy was programmed off for this device during a procedure unrelated to the patient's device. The device was not reprogrammed to provide tachycardia therapy subsequent to the patient's procedure. As a result the patient was without tachy therapy for several days before the physician as well as local boston scientific field representative were alerted after following a patient transmission to the remote patient monitoring system. Tachy therapy has since been restored and no additional adverse patient effects have been reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.